Event description:
Patient presented to the physician with ipg migration causing pain. Physician brought the patient into the operating room, opened the pocket, placed the ipg deeper, and sutured subcutaneous tissue over the ipg.

Event description:
Patient presented back to the physician with pain. Physician brought the patient into the or and removed the entire inspire system.